Event description:
It was reported that the patient presented with palpitations. Upon investigation, right atrial lead noise was noted when the patient coughed. Pacing inhibition and low lead impedance were also noted. The lead was capped and replaced successfully on (B)(6) 2017. The patient was stable.